Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they were contacted at the end of december and was told that the callers mother was going to see a physician closer to where they live. The rep noted that they had offered to help with the device over the phone, but the caller was not with their mother at the time and an appointment was already scheduled at the time of the call. It was indicated that the cause of the device not being operational was unknown and it was noted that the patient had several broken vertebrae in their back that had recently been discovered. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient with an implanted neurostimulator ( ins) for gastrointestinal /pelvic floor therapy. It was reported by a family member that the patient has had back pain since about (B)(6) 2017. The patient has never been able to work the stimulator properly so the caller was not sure if the device was on or off, and wondered if the interstim could be on and turned up, but doesn't think the interstim is operational anymore. The patient has dementia, is not in good health, is very tiny, weighs about (B)(6) and is having a lot of back problems and caller wanted to know how long the ins can stay in the body without being removed since the patient is so thin the device is sticking out so far. The patient is sitting or lying all day and doesn't move, eat or drink and caller thinks she is currently dehydrated. It was not possible to troubleshoot the device or check the battery status as the caller did not have the programmer available, and they were redirected to contact the managing physician, however the patient did not have a physician to manage the device. An upcoming CT scan was scheduled to assess the patient¿s back pain. No further complications were reported or are anticipated.